Event description:
On 07/18/2015, the reporter contacted animas, alleging power (damage) issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission, 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: evaluation revealed that the black box shows evidence of por¿s. Battery compartment is cracked above and below the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump. Por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump. A 24 hr duration test was completed with test battery cap and returned cartridge cap; no power interruptions were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.